Event description:
Adverse event(s): "pt is overcorrected" (overcorrection). Product problem(s): "none reported" (no information). Received email from amo (american medical optics) representative, described surgeon reporting to amo representative that one of the cases treated was over corrected with cylinder induction in od. Attempts to contact surgeon have not gained a response. Upon contact with surgery center, lasik coordinator stated that the surgeon had not spoken to her of any concerns regarding over-corrections or induced cylinder on the allegretto. More attempts will be made to seek further information from the surgeon.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)